Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of stored electrograms confirmed the presence of pmt. It was noted that a long retrograde conduction time was observed. Further testing and programming changes were recommended.